Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the battery compartment of the device was found to be broken off. As the event was identified during testing, no patient involvement or procedural delays were associated with this event.

Manufacturer narrative:
During visual inspection it was observed that the battery compartment was broken off not holding the battery accurately. Any physical impact to the navigated instrument can cause the reported event.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the battery compartment of the device was found to be broken off. As the event was identified during testing, no patient involvement or procedural delays were associated with this event.